Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was detached. The likely cause of failure was due to inadequate preventative maintenance. It was also noted that the internal tube bearing was corroded. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated the maximum specified service interval is 24 months. Device has been in use for approximately 75 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of not working properly. It was reported that there was no patient impact. Upon decontamination, it was determined that foot was detached.